Event description:
On 5/10/2007, the company received a report where it was claimed that the ring near the inner cannula was cracked. The caller reported that occurred during patient use and resulted in a leak during patient ventilation. Replacement of the tube was required.